Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot # j11151r25, implanted: (B)(6) 2002, product type catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer regarding a patient. Indication for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). The patient was complaining for six months and then a granuloma was found and the pump was removed. A total system explant occurred in 2011. It was reported that the situation was resolved.

Event description:
It was reported that the patient experienced pain and discomfort; feeling like ''someone had a belt around him and kept tightening it.'' The patient questioned having a granuloma. The patient noted that the physician stated that ''patient could not have a granuloma because the dose of medication was not high enough'', but pump medication had doubled over three years. The patient had many tests to determine the source of pain and discomfort. It was thought that the patient's thoracic spine was collapsing. The patient's case was presented to hospital review board and it was suggested that the patient have a MRI. MRI was done in (B)(6) to determine a granuloma; a granuloma was diagnosed. The pump and catheter was explanted in (B)(6) 2011. The granuloma was not removed. The granuloma had only shrunk a little. It was noted that the physician never ordered an MRI. The patient was on epilepsy medication to help with the pain. The patient felt like he couldn't bend and it hurt to breathe. The patient was on 300 mg of oral morphine per day. The device system was used to deliver hydromorphone (dilaudid) and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.